Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review. No new information was identified that changes the previously submitted device investigation or its conclusions. Medical safety/clinical review. Medical safety/clinical reviewed the event. The patient had a recent st-elevation myocardial infarction involving the right coronary artery and underwent implantation of an impella cp device for mechanical circulatory support. While on impella cp support, the patient demonstrated signs consistent with right ventricular failure, including elevated central venous pressure, rising lactic acid levels, frequent suction alarms, and reduced impella cp flow. The patient subsequently experienced a cardiac arrest. One round of cardiopulmonary resuscitation was performed, with return of spontaneous circulation achieved. Escalation of support was required, and the decision was made to implant an impella rp flex device for right-sided mechanical circulatory support. Approximately two days later, the impella cp device was explanted. During continued impella rp flex support, a positioning issue was identified. Chest radiography demonstrated that the impella rp flex required adjustment. Actions taken were unnoted. The following day, the patient expired after the family elected to withdraw care. The event story involves two product complaints: impella cp - MDR 1220648-2025-48234: serious injury. Impella rp flex - MDR 1220648-2025-48381: death. Related medical device reports: this impella rp flex device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Manufacturer narrative:
No product was returned for investigation. The cause of the positioning issue was determined to be an unintentional use error as the pump was most likely pulled out of position by the user during CPR. The device passed all post sterile inspection checks.

Event description:
The complainant reported that there was a positioning issue during impella rp flex patient support. While on support, a chest x-ray showed the impella rp flex needed adjustment. An abiomed representative noted the impella rp flex needed adjustment due to cardiopulmonary resuscitation. The pump was advanced by 2 cm. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.